Event description:
Customer reported that the insulin pump's keypad was sticking during bolus. Customer also reported receiving a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 97 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. However, the insulin pump had intermittent button response due to a corroded up arrow button keypad trace, a cracked case near the display window corners, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and a stained address and serial number label.